Manufacturer narrative:
Product ID 7495-25, serial # (B)(4), implanted: (B)(6) 1999, product type extension; product ID 7434a, serial # (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 74001, lot # n312801, implanted: (B)(6) 2012, product type adapter; product ID 3587a, lot # l68476, implanted: (B)(6) 1999, product type lead. (B)(4).

Event description:
It was reported there was a shocking and jolting sensation. It was also noted there was no stimulation sensation. The patient had been sitting at a bridge one week prior and realized they were not feeling stimulation in their legs. The patient arched their back to try and feel stimulation and received three jolts in the right leg. It was noted after the jolts the patient felt the device shut off. The patient used the programmer to turn stimulation up but still did not feel stimulation. The patient then turned the implantable neurostimulator (ins) off. The day of report the representative turned the ins on at 3.0 volts. The patient received a "jolting shock in both legs and then felt the device shut off." It was noted stimulation was typically run around 3.5 volts. It was also noted the patient previously only felt stimulation in one leg but was feeling jolts in both legs. During the office visit the patient shifted and started feeling stimulation again. It was noted there was no know incident or accident related to the event. It was noted they attempted reprogramming but it did not resolve the issue. Impedances were 0-1=1963, 0-2=2079, 0-3=940, 1-2=2011, and 1-3=2209. Group impedances for a1 were 786 ohms and 3.559ma. Patient only had one program with bi-pole on electrodes 2 and 3. The representative had the patient bend forward and re-ran electrode impedances. The range of impedances in the new position were 1900-2100 ohms. Ins battery voltage was 3.030. It was noted the representative stated the "age of the leaf could also be contributing to the issue." Follow up reported the patient was sent for x-rays but the results were unknown. The representative had found no malfunctions with the device and had not heard if the patient was having a revision or if an intervention was planned. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.